Event description:
Lobectomy. Customer states that during vats operation, surgeon pushed blue button and closed jaws then the reload articulated on its own. The procedure was completed with another reload. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).